Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely an environmental temperature problem led to component failure for the burned distal end cover and degradation led to component failure for the missing adhesive from the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited missing adhesive from the objective lens and a burned plastic distal end cover. There was no patient involvement.